Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge change errors occurred. The customer loaded a new cartridge to resolve the issue. The customer¿s blood glucose was 160-161 mg/dl.